Event description:
Reportedly, the atrial impedance measured is intermittently low. This was confirmed through preliminary analysis of provided files.

Event description:
Reportedly, the atrial impedance measured is intermittently low. This was confirmed through preliminary analysis of provided files.